Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. The depressed battery pins do not allow for dc operation. Evaluation determined causality to be dried fluid residue around and on the contact pins. The rear case was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had battery pins that were pushed in. It was also reported there was no patient involvement.